Manufacturer narrative:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the customer loaded cold insulin into the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer did not fill cannula after filling the infusion set tubing. Additionally, it was reported that there were air bubbles in the tubing. Customer's blood glucose(bg) was above 400 mg/dl. Customer administered a correction bolus, manual injections, and tandem technical support assisted customer with priming out the air bubbles. Reportedly, customer was using cold insulin. Reportedly, customer loaded new infusion set to resolve the issue.